Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that one infusion set cannula was bent. The symptoms were noticed three or more hours after insertion. The infusion set was in use for twelve hours and was inserted in abdomen. The patient's blood glucose level at time of the issue was noticed - 302 mg/dl and was resolved when infusion set was replaced and insulin resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.